Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services couldn't confirm video failure but did note that the power connector was broken and missing a plastic piece. During the video image test, the baton's cable moved, the broken connector partially slid off the monitor's connector and the image disappeared. The baton was not repairable and was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton went completely dark during an intubation. The end user was able to get the patient intubated through traditional methods. A delay in the procedure of unknown duration occurred but no use of a back-up device was reported. No harm to patient or user was reported.